Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt is unhappy and seeing a "sharp dagger of light" bisecting her vision. The surgeon noted that there is crease on the optic. She reported the pt was seen by another surgeon for a second opinion who felt that the crease was probably on the posterior capsule, but he was not 100% sure. The reporting surgeon indicated that the crease stops at the margins of the optic and one would assume that if it were a true posterior capsule crease, it would extend all the way across the bag. Depending on the location of the crease, the surgeon is considering a yag procedure or a lens exchange. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete and investigation. Attempts have been made to obtain add'l info on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).